Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During the initial implant, the physician identified an intraoperative type 1a endoleak at the (right) renal snorkel and the physician elected to place a p4010 palmaz stent, but still had a residual endoleak. The patient was reported to be stable post intervention and the patient will continue to be monitored.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During the initial implant, the physician identified an intraoperative type 1a endoleak at the (right) renal snorkel and the physician elected to place a p4010 palmaz stent, but still had a residual endoleak. The patient was reported to be stable post intervention and the patient will continue to be monitored. Updated information: the patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During the initial implant, the physician identified an intraoperative type 1a endoleak at the (right) renal snorkel and the physician elected to place a p4010 palmaz stent, but still had a residual endoleak. This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with alto system per the IFU. The patient was reported to be stable post intervention and the patient will continue to be monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. This is an off-label case due to a concomitant use with products outside the IFU (renal stent snorkel), however unable to confirm if this is the contributing factor for the reported event. The final patient status was reported to be in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated g3: date received by manufacturer has been updated h6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.